Event description:
The customer had the cell-dyn shear valve assembly replaced per fa15mar2011. No impact to patient results, patient management or user safety was reported.

Manufacturer narrative:
(B)(4): device misassembled during manufacturing or shipping. An expanded investigation was conducted to evaluate this issue. A product correction letter and customer reply form will be sent to all active cell-dyn system customers who received the affected part numbers. The product correction letter will instruct customers to return the customer reply form to abbott acknowledging the receipt and understanding the issue or request assistance. The non-conforming parts will be replaced in the field through a four-month mandatory technical service bulletin (tsb) issued for each of the cell-dyns involved.